Manufacturer narrative:
The insulin pump was received with a motor error alarms during rewind due to motor encoder signal out of phase. Analysis was unable to perform displacement test due to excessive motor error alarms. The insulin pump had a cracked case all corners of display window, cracked on reservoir tube lip and cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.